Event description:
It was reported the lead integrity alert (lia) triggered for the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event. Additional information was requested but not yet received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2006. Product ID 7288 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2006. (B)(4). -